Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic valved conduit, the conduit was damaged and explanted. The details regarding the damage were not reported. No additional adverse patient effects were reported.